Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 290 units of insulin. The customer's blood glucose level was not impacted. Multiple attempts were made to follow up; however, the customer did not respond.